Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the dislodged stent was a 2.25 x 23 mm xience prime, and not a 2.25 x 28 mm xience prime. A 2.28 x 28 mm xience prime was not used during the procedure. No additional information was provided.

Event description:
It was reported that during the procedure in the heavily calcified left circumflex artery, a non-abbott guide wire was advanced into the patient's anatomy. A 2.0 x 20 mm unspecified dilatation catheter was advanced and pre-dilatation was performed. The 2.25 x 28 mm xience prime stent system was then advanced 3 mm into the circumflex artery and the stent became stuck in the calcified vessel. During removal of the sds from the guide wire, the sds met resistance with the guide catheter causing the guide catheter to move forward, interacting with the stent system and the stent dislodged. The physician inflated the balloon of the stent delivery system and the stent was deployed in the left main artery, extending into the circumflex artery. The ostium of the left anterior descending (lad) artery was covered by the stent, but remained patent. The stent delivery system was withdrawn. Post dilatation was then performed in the 2.25 x 28 mm xience prime stent with a 3.0 unspecified dilatation catheter. The obtuse marginal artery became occluded due to a plaque shift and a dissection occurred in the circumflex (cx) artery. The patient began to have chest pain and vomiting. The physician's goal at that time was to get good results in the left main and the lad. The guide wire was left in the cx artery and a second non-abbott guide wire was then advanced through the stent struts into the lad. The patient became hypotensive. Dilatation was performed to open the circumflex artery. At that time, a dissection occurred in the lad. The lad became occluded with thrombus provoked by the dissection. Coronary perfusion was limited and the patient went into shock with asystole and resuscitation attempts were started.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Describe event or problem - chest compressions were initiated and the patient was intubated. The occlusion in the obtuse marginal artery opened spontaneously with no treatment. The lad was opened with a 3.0 unspecified dilatation catheter. A 2.5 x 28 mm xience prime and a 2.25 x 23 mm xience prime stent were then implanted in the lad and the circumflex artery spontaneously opened. The dissection in the lad was treated with the xience prime stents. The dissection in the circumflex artery was left untreated as it was not possible to advance a stent through the calcified lesion, but timi-3 flow was obtained. The patient was extubated after one day and was discharged on (B)(4) 2012. No additional information was provided. Guide wire: choice floppy (x2). (B)(4). The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.